Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). The dyspnea and edema appear to be cascading effects of the recurrent mr. Mr, dyspnea, and edema are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization, medication required, and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital due to the patient effects, medication was provided, and another clip procedure was performed as treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) with anterior and posterior leaflet prolapse. One mitraclip was implanted, reducing the mr to grade 2+. Post-procedure, the right femoral access site had a hematoma with bleeding. As treatment, an airbag compression was applied. During the 30-day follow-up, the event was noted to have resolved. No additional hospitalization was required. There was no device malfunction. On (B)(6) 2024, worsening mr, along with worsening dyspnea, increased swelling of the patients¿ hands, face, and pitting edema were observed. Medications were updated and provided. On (B)(6) 2024, another clip procedure was performed as treatment, reducing the mr to mild. There was no device malfunction reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.